Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the ceramic head lot code 2391849 and acetabular cup lot code br6jwb. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
New etq created in order to update etq (legacy system) (B)(4). (Right side) reason for original complaint- litigation papers allege: (B)(6) 2007 she had a left hip implanted, on (B)(6) 2007 she had her right hip implanted. But, in (B)(6) 2007 her left hip became dislocated, and by (B)(6) 2008 her right hip implant become dislocated twice for which she had a reduction for. On (B)(6) 2008 had a revision surgery due to repeated dislocation she experienced with her right hip. On (B)(6) 2008 her right hip dislocated on several occasions, then she had to have her hip reduced again. She was forced to have another revision surgery on her right hip (B)(6) 2010. Update rec'd 10/3/2012- pfs and medical records received. Part/lot was provided. A dor from the left hip was given. The unknown hip and unknown liner is being changed to the head and liner from the left primary for dislocation, pain, and popping issues. The unknown head is being changed to head from the right primary and a liner is being added as well for dislocation, pain, and popping. A new complaint will be entered for the second revision of the right side. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : 05/08/2014. Update 6/27/2016- pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported the revision operative note reported a vertical cup. Updated liner/head and added cup. The complaint was updated on:07/13/2016.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges dislocation (open and closed reduction) and loosening of cup. After review of medical records for the MDR reportability, patient was revised to address failed tha. Revision notes mentioned that patient appeared to be dislocating posterior inferiorly and not superiorly as the surgical team expected. Clinical reports stated that patient dislocated her hip twice . X-ray revealed that the cup was somewhat vertical. Cup, liner and two screws were removed. Doi: (B)(6) 2007 - dor: (B)(6) 2008 (right hip).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation (open and closed reduction) and loosening of cup. After review of medical records for the MDR reportability, patient was revised to address failed tha. Revision notes mentioned that patient appeared to be dislocating posterior inferiorly and not superiorly as the surgical team expected. Clinical reports stated that patient dislocated her hip twice . X-ray revealed that the cup was somewhat vertical. Cup, liner and two screws were removed.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.